Manufacturer narrative:
Follow-up #1: date of submission: 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the pump black box showed no pump reboots. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was no evidence of moisture contamination inside battery compartment. The returned battery cap had stripped threads; it was unable to maintain an electrical connection; a power loss was observed with the returned battery cap. During testing, a test battery cap was used and the pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reported alleged the battery compartment was cracked, and the cap was unable to be secured to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.